Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device was explanted and a new device implanted. At the same procedure a right ventricular (rv) lead was explanted due to evidence of high shock impedance related to the lead. No additional adverse patient effects were reported.